Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An orthoptist reported the lens chop dissected into the lens capsule and a capsular tear occurred during laser assisted cataract surgery. The surgeon made several attempts to suction, and when it was achieved, there was a significant amount of conjunctiva prolapsing under the edge of the patient interface. The capsulorhexis and chop patterns were completed and the surgeon stopped the laser treatment at this point. When the patient was taken for cataract extraction, it was noted that the capsulotomy had not been made and the chop pattern had been made anteriorly through the capsule. The surgeon needed to make a manual four quadrant capsulorhexis, one of which resulted in a capsular tear requiring the surgeon to implant an sulcus intraocular lens rather then in the bag. Additional information received; the patient had significant corneal edema one day post treatment.

Manufacturer narrative:
A review of the patient ocular history revealed a corneal transplant at some point prior to the laser treatment; also prolapsed conjunctiva was seen during treatment. Previous corneal incisions and corneal opacity are included in the operator¿s manual as contraindications to laser treatments. There were no technical services requested or performed for the reported event. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. (B)(4).